Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported that noise was noted on the device. A lead integrity alert triggered and oversening was noted. The right ventricular lead was replaced and noise was not reproducible on the device. The physician opted to explant and replace the device. No patient complications have been reported as a result of this event.